Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the solenoid autozero. The unit passed all testing and operates within the manufacturing specifications. Correction: on previous medwatch was mentioned a 980 ventilator. But the actual ventilator is an 840.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that a 980 ventilator went into an inoperable state and stopped cycling. The ventilator was not in use on a patient at the time of the reported event.